Event description:
The facility reports while lifting the hoist out of the socket to move to an alternative position, the boom/housing became detached from the column. The boom fell onto the foot of one of the movers, causing a broken toe.